Manufacturer narrative:
Review of programming history.

Event description:
Operating room notes were received for the patient on (B)(6) 2012. Although the reason for the replacement generator surgery was initially reported as due to the battery being at eos, the notes state that the pre-op diagnosis is "vagal nerve stimulator battery malfunction";. It is unclear if this "malfunction"; refers to the battery's depleted state or if another issue had occurred. Attempts for additional information have been unsuccessful. A response from the physician did not reveal any information for this event. Programming history was reviewed. Diagnostic results are available from (B)(6) 2008.

Event description:
The patient's device cannot be returned as it has been discarded. Per the pathology department, the hospital only holds explanted products for thirty days.